Event description:
Allegedly, patient was revised due to mom complications: metal ions levels; tissue destruction; metallosis and soft tissue reaction; corrosion; synovial fluid, blackish in color right.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01140, -01141, -01143.